Manufacturer narrative:
During our analysis, we determined that an experienced user would catch this event, however we are reporting this event based on the potential for an inexperienced user to miss this error. Description of malfunction: summary: if the customer performs gating adjustments other than how it is described in the manual, the statistics will not match the adjusted gating. Details: if the gating is adjusted only while in lab report view, and not by selecting the manual adjust button, the statistics will not be updated to reflect the new gate. Correction action: a customer letter will be sent to notify customers that they should follow prescribed methods in the user's manual for making changes to gates. If other methods are used to make changes to the gates, the lab report would not have updated the statistics. A software upgrade is under development and will be sent to customer's free-of-charge when complete.

Event description:
Description: multiset is a software program that is installed on a facscalibur flow cytometer. The potential malfunction could occur for customers that have a facscalibur with an os10 operating system and multiset software versions 2.1 and later, and do not follow the prescribed method in the user's manual for making gating adjustments. If the gating is adjusted only while in the lab report view, and not by selecting the manual adjust button, the statistics will not be updated to reflect the adjusted gating. Result: if a customer performs a gating adjustment other than how it is described in the manual, the statistics displayed in the lab report view would not match the new adjusted gating. It will display the changed gates with the original (now incorrect) statistics.